Manufacturer narrative:
The lead will not be returned since it was surgically abandoned in the patient.

Event description:
Boston scientific crm received information that a suspected right ventricular lead fractured occurred due to out of range impedance measurements greater than 2500ohms. The lead was surgically abandoned and replaced. No adverse patient effects were reported.